Event description:
It was reported that during a mildly tortuous, heavily calcified, 99% stenosed, de novo, distal right coronary artery stenting procedure, a mini trek (2.0 x 20 mm) balloon delivery catheter was advanced without resistance and with the second inflation at 14 atmospheres, the balloon ruptured, but the lesion was successfully pre-dilated. The mini trek (2.0 x 20 mm) balloon delivery catheter was removed without difficulty. A non-abbott stent was implanted and post-dilated with a non-abbott balloon to successfully complete the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: neo soft; guide cath: brite tip jr4. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.